Event description:
It was reported that the air dermatome handpiece safety switch was broken. Additional clinical follow up with the customer indicated that the reported event was observed outside of the operating room during testing. There was no pt involvement or impact to the surgical procedure.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/04/1989 and was last repaired on (B)(4) 2013 for a non-related issue. Evaluation of the device observed minor nicks on the width plates and edge of the control bar. It was also observed that the knob of the lever assembly was not present and the sliding spring was jammed into the on position which could not be adjusted into the safe position. Prior to repair, the device was within calibration specifications at all thickness settings. The cause is likely the user not maintaining the device per improper handling. The device was serviced and returned to the customer.